Manufacturer narrative:
Additional information was received that the patient had no symptoms post-trial and was doing well.

Event description:
A report was received that the patient was experiencing significant headache. It was believed that during the procedure, the physician nicked the dura and had leaked cerebral spinal fluid. The patient underwent a lead pull and a blood patch was performed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50 cm.

Event description:
A report was received that the patient was experiencing significant headache. It was believed that during the procedure, the physician nicked the dura and had leaked cerebral spinal fluid. The patient underwent a lead pull and a blood patch was performed.